Event description:
During t2 femoral nail surgery, the surgeon inserted guide wire into the patient bone, and performed reaming. Afterwards, when inserting nail and having tried to remove the guide wire, guide wire was stuck in the nail. The surgeon removed nail with the guide wire. The surgeon changed the nail to another size nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.